Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The volumetric accuracy was tested three times at 260ml/hr and 75.46ml and the pump tested in specification with upstream and downstream occlusion alarms functional. Check of upstream occlusion three times and the pump alarmed all three times mechanical occlusion pressure, electronic occlusion pressure threshold , and pressure max. / min tested in specification. Multiple attempts to obtain additional information were not successful. The pump's operational log was reviewed for the last day of infusion activity and there was no indication that the a pump malfunction had occured. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
As reported by the user facility: (B)(4). Reports nurse set avastin 1000 mg in 100 ml to infuse over 20 minutes. Returned to check pump at 15 minutes and noted bag full and roller clamp had not been opened. Pump never alarmed and showed 79.79 mls had infused and infusion was continuing. No patient injury.